Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons would take a long time to respond. No significant events leading to keypad anomaly were observed. Customer also reported that the battery has been replaced and the lag time issue of the buttons did not resolve the issue. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms or keypad anomalies noted. Device was programmed with test guardian link 3 link and test plug simulator. Device communicated properly and display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually enter and device displayed the programmed valued properly on the display graph. No sensor anomalies were noted.